Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data was not crossing from emr to station. A technical support specialist (tss) searched in structured query language server management studio (ssms) using the order and visit identity and found that no new orders were crossing, in sql server management studio (ssms) message processing, messages were stacking up and not reducing. Tss restarted the services and rechecked in ssms after a few minutes, but there was no change, consulted with integration engineer (ie), who confirmed that messages were valid in carefusion coordination engine (cce). Tss then restarted the pyxis external message service and pyxis external inbound processor service, after which the messages began processing, continued to monitor until all messages were processed and waited for customer confirmation, after which the customer confirmed resolution and took the stations off critical override. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, data was not crossing from electronic medical record to station. Customer had put all the stations in critical override. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.